Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced infusion set leaking at site event. The infusion set had been used for 3 days. No further information was available.